Event description:
It was reported that the top of the insulin pump screen was not working there were display lines missing. It was not known whether the insulin pump had been bumped or dropped. The customer's blood glucose was 103mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd glass. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.